Manufacturer narrative:
Correction to field b1: adverse event/product problem.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not cycling due a fluid loss from the reservoir. A surgical procedure was performed to replace the system. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not cycling due a fluid loss from the reservoir. A surgical procedure was performed to replace the system. There were no patient complications.